Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4), 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that the quad ring was missing from the calc electrode. The ise system was cleaned with bleach by the engineer. The customer was provided with the optional twice weekly flow cell cleaning procedure. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for eight pt samples. The erroneous results were reported out of the lab. The customer stated that there were no changes to pt treatment associated with this event. There have been no reports of death or serious injury related to this event. In the morning of the event, the weekly automated flowcell maintenance procedure was completed. The ion selective electrodes (ises) were calibrated and a quality control (qc) was run. All qc results were within the lab's established ranges. Eight hours later, another qc was run. The calc, sodium (na) and potassium (k) results were outside the ranges low. The ise system was then recalibrated again. The operator reviewed all results since the previous calibration and qc run. Low calc results were repeated and amended reports were issued on 8 pt samples. Na and k results were also reviewed and a few were repeated. The changes in the results were not considered clinically significant and no amended reports were issued.